Event description:
Hip revision surgery performed on (B)(6) 2023 due to dislocation. According to the complaint source, the surgeon decided to revise the implants by using a competitor implant. Surgeon commented the abductor failure discovered only after dislocation could have been experienced before surgery. Initial surgery date (B)(6) 2023. Patient female. Age 83yrs. Birthday (B)(6) 1939. This event occurred in u.s.

Manufacturer narrative:
Checking manufacturing records for lot # 7011753354 showed no pre-existing anomalies found on the component manufactured with this lot #. No other complaints reported on the same lot numbers. Will submit final report once the investigation is complete.

Manufacturer narrative:
Investigation checking manufacturing records for lot # 7011753354 showed no pre-existing anomalies found on the component manufactured with this lot #. No other complaints were reported on the same lot number. X-ray analysis no additional details were available on this post-operative issue, specifically pre-operative or post-operative x-rays related to the revision surgery were requested from the complaint source, however they were not available. Based on the few information received, we are not able to further investigate the root cause of the event. Considering that: · check of the manufacturing charts highlighted no anomalies on components manufactured with the involved lot #. · surgeon commented that the abductor failure discovered only after dislocation could have been experienced before surgery. We can state that the event was not product related. Pms data according to limacorporate pms data, prior to this event there was only one other recorded case requiring delta tt revision surgery due to implant dislocation/luxation. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is the final MDR.

Event description:
Hip revision surgery was performed on (B)(6) 2023 due to implant dislocation/luxation. According to the complaint source, the surgeon decided to revise the implants by using a competitor implant. Surgeon commented that the abductor failure discovered only after dislocation could have been experienced before surgery. Initial surgery date - (B)(6) 2023 patient - female age - (B)(6). Birthday (B)(6). This event occurred in u.s. The following components were explanted: mastersl lateralized stem #6, commercial code 3516.21.260 - lot #2209138 - ster. #(B)(4) fem. Modular head - m ø36mm, commercial code 5010.42.362 - lot #7011753354 - ster. #(B)(4) delta tt pro d.50mm medium+, commercial code 555314503 - lot #2205841 - ster. #(B)(4) delta neutr. Liner d.36mm #m+, commercial code 5885.54.259 - lot #22at14p - ster. #(B)(4).